Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that when the nurse took the ivpb (230mg of oxaliplatin in 500ml of d5w) out of the chemo transport bag a leak was noted. The spike attached to the line punctured the infusion bag and leaked. There was no harm.